Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer reported that she over delivered insulin. The customer's blood glucose was 32 mg/dl at the time of the incident. The customer stated that she was shaking and vomiting. The insulin pump will not be returned for analysis.